Event description:
The patient reported that she was sent to the ICU after vns implant and almost died. When asked for more information, the patient did not expand on the event. Multiple follow up attempts with the patient's neurologist were performed for additional information, but no additional or relevant information has been received to date.